Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During a procedure, using the endopath curved scissors, the insulation around the hinges of the scissor peeled off, allowing the electricity to exit where the insulation peeled off. Patient consequence: no.

Manufacturer narrative:
(B)(4). Batch # p9452l. Device analysis: it was reported that during the procedure, using the endopath curved scissors, the insulation around the hinges of the scissor peeled off, allowing the electricity to exit where the insulation peeled off. The analysis results confirmed that the 5dcs instrument was received with the shrink tube damaged. In addition, the tyvek was returned along with the instrument. Upon visual inspection, the shrink tube was confirmed to be burnt. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. One possible cause for this type of damage may be interaction with an energized device used during the procedure. The reported complaint was confirmed. Caution should be taken to avoid contact between an energized device and the device during the surgical procedure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.